Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7265373.

Event description:
It was reported that the patient had a programming following the trial lead placement and experienced severe pain in the left lower leg. The patient was administered with pain medications, and it was unknown if pain was device related. The patient had a lead pull procedure and no other issues were noted.

Event description:
It was reported that the patient had a programming following the trial lead placement and experienced severe pain in the left lower leg. The patient was administered with pain medications, and it was unknown if pain was device related. The patient had a lead pull procedure and no other issues were noted. Additional information was received that the patient was sent to physical therapy.